Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the knot pusher was broken. No adverse events reported.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. However, analysis suggests that the product was used in a surgical procedure; blood residue was observed on the returned device. The visual inspection of the returned product noted that the distal end of the know pusher was broken. Due to the condition in which the sample was received, functional testing was precluded. No other abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur when the instrument is improperly handled or handled roughly during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.